Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b1, b2, b5, h1, and h6 (health effect clinical code & health effect impact code). Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows that a signal from the electrodes was identified and capable of displaying when attached. However, the end user never changed the lead view to the pads lead view. Had the lead view been changed, the device would have displayed the ECG signal. There is no evidence of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.